Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). No unrequested bolus delivery was noted throughout the testing procedures. The customer's returned patient pendant cord was used during the testing procedures. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was returned to the biomedical department with an unsigned note that stated, "pca doesn't consistently give doses as programmed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility, an unrequested bolus dose was delivered. Though requested, no additional information was provided.